Event description:
It was reported that the user ran out of insulin, disconnected the ilet pump to silence alarms, and later reconnected the pump after returning home to their supplies, with glucose data showing a high reading at the time of disconnection and an in-range value after reconnection. The event involved an improper procedure when the user disconnected the pump after running out of insulin and did not revery to alternative therapy. Symptoms included hyperglycemia reaching 204 mg/dl. Outcomes included a delay to therapy with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and no specific component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.